Manufacturer narrative:
Additional information: device manufacture date. Manufacturing evaluation conclusion: the evaluation of the returned portion of driveline confirmed damage that could have contributed to the report of pump stop events while on the power module. The submitted log files cumulatively contained data from on (B)(6) 2019 to on (B)(6) 2019. Analysis of the log files revealed a low speed advisory alarm on (B)(6) 2019 during a power source exchange. Pump stop events were also observed on (B)(6) 2019, while the patient was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed by a technical services representative on 19feb2019 and approximately 13.5 inches of the external portion of the driveline was returned for evaluation under work order: (B)(4). Electrical continuity testing of the replaced portion of the driveline revealed no discontinuities or shorts, even with manipulation of the driveline. Visual inspection of the driveline revealed an absence of the outer silicone jacket at approximately 2.5-4 inches and 8-11 inches from the metal connector. Upon removal of the outer silicone jacket, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, severe breakdown of the metal braided shield was observed at approximately 2.5-3¿ from the metal connector. Visual inspection of the wires revealed kinking of the black wire at approximately 3 inches from the metal connector. Minor kinking was observed on the yellow and green wires at the same location. Further inspection confirmed a breach to the insulation of the black wire approximately 3¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. Examination of the remaining wires did not reveal any additional damage. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The black wire represents one of the wires of phase 2. If the exposed conductors of the black wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the low speed advisory and pump stop events that were confirmed through the submitted log file. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had initial low speed limit during interrogation that was resolved by exchanging patient cable, however based on the recent log file submitted the manufacturer's technical service noted that the patient had pump stops on (B)(6) 2019 that was linked to potential issues with the percutaneous lead. X-rays were requested. On (B)(6) 2019 tech services was onsite for the percutaneous lead repair. Most of the external portion of the driveline was replaced with no issues. There was around 3-4 inches of space for another repair if needed. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored for a short while then discharged if no more alarms occur. No further information was provided.